Event description:
Baxter (B)(6) received a report that an infusor had reportedly leaked at the luer lock connection after filling, despite the blue winged cap being securely attached. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.